Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element ous 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid-stent stent region were noted to be lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hyptoube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The more than 85% stenosed target lesion was located in a coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The more than 85% stenosed target lesion was located in a coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.